Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was a leakage at quick release site on (B)(6) 2025. The infusion set was in use for less than one day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6009360 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: functional test air leak according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging: the lot 6009360 was packaging according to the wi version 81, in the machine multivac 12, on 22/sep/2024, with a total of (B)(4) units. Assembly: the lot 4j03017 was assembled according to wi version 27 on-line inspection for assembly of quick set on 22/sep/2024, with a total of (B)(4) units. The lot 4j04006 was assembled according to wi version 27 on-line inspection for assembly of quick set on 22/sep/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4j04000 was packaging according to the wi version 42, in the machine mp 04 and mp 08, on 22/sep/2024, with a total of (B)(4) units. The lot 4j02992 was packaging according to the wi version 42, in the machine mp 04,05 and mp 08, on 19/sep/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 06-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6009360 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.